Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus premier stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent came off the stent delivery balloon catheter inside the guide catheter. The physician just removed the stent from the guide catheter and the procedure was completed with another of the same device using the same guide catheter. No patient complications were reported and the patient's status was fine.